Event description:
It was reported that the device would not charge defibrillation energy through the external hard paddles. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control received the external hard paddles and verified the reported issue. It was observed that the charge button was missing and once a test charge button was installed in the paddle, normal function was restored. Customer received replacement external hard paddles under warranty.